Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving a parasthesia sensation, only a motor response, with the implantable neurostimulator. The patient's device was reprogrammed, but the patient still had muscle twitching in the "arm and hands." The patient also experienced some drooping of the head. It was later reported that an impedance check showed one lead electrode to be high, but that electrode was not used in the device programming at that time. The patient's healthcare provider (hcp) ordered a x-ray of the cervical area. No results were provided as of the date of this report. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report# 3004209178201108815 for information related to the patient's concomitantly implanted neurostimulator system.